Event description:
It was reported that the pump battery was not charging. There was no information provided regarding the impact on the customer¿s blood glucose level. No additional actions were taken as the pump was not received from the customer.